Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00202 on august 07, 2014. On 08/18/2014 additional information: the customer was contacted several times to obtain more information and patient sample data. The customer declined to provide the information. No further investigation can be performed. The cause for the discordant hbc total result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A (B)(6) advia centaur xp (B)(6) total result was obtained for a patient sample when using lot # 066. No other information or data was provided. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) total result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site and performed annual maintenance. The cause for the discordant (B)(6) total result is unknown. Siemens is investigating further. Us: the IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6). Levels of (B)(6) may be undetectable both in early infection and late after infection." "The calculated values for (B)(6) in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer." Ex-us: the IFU states in the limitations section: "the advia centaur (B)(6) total assay is limited to the detection of total antibodies to (B)(6) antigen in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) virus or potentially infectious units of blood and may generate false reactive results." "Assay performance characteristics have not been established when the advia centaur (B)(6) total assay is used in conjunction with other manufacturers' assay for specific (B)(6) serological markers."